Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge, medium sized air gaps were noted in the luer lock. The customer's blood glucose level was 200 mg/dl. The customer primed out the air. Additionally, it was reported that the site change reminder was declared incorrectly as the customer had just changed their site. Multiple attempts were made by tandem technical support to follow up with the customer regarding the site change reminder, however no response was received.